Event description:
While using his coaguchek xs (serial number (B)(4)), the customer obtained a result of 5.4 inr at 6:09 am. At 10:50 am he obtained a result of 2.4 inr when he stuck a different finger. Then at 11:29 am when he stuck a different finger during the call he got a result of 2.3 inr. The customer's therapeutic range is 2.0 to 2.4 inr. He does not have any antiphospholipid antibodies. The customer currently feels good. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The meter and the strips were returned. The test strips, vial and stopper showed no noticeable defects. The returned meter & reference meters were tested with current masterlot. The relevant retention test strips (lot 206196) were also tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). All the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned and the retention material meet the specification.